Manufacturer narrative:
This supplemental report is being submitted to provide additional information, corrections, and the final investigation results. The following fields were updated: b5, d8, d10, e2, e3, g2 (added health professional), g3, h2, h3, h4, h6, h10 the following fields were corrected: e1 postal code and phone number the device was returned to olympus for inspection, and the customer¿s allegation was confirmed. The video connector was damaged and did not meet product specifications. Additionally, the device evaluation found a scratch on the lens of the main unit and corrosion on the electrical contacts of the video connector. Based on the findings of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction for use manual provides the following cautions: ¿do not bump or bend the electrical contacts of the video connector. Doing so may prevent connection to the video system center or cause a poor connection.¿ ¿never use a hard cloth, etc., which may scratch the cover glass.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that this camera head had a crack on the corner of the connector. The issue occurred during preparation for an unspecified procedure and the procedure was completed without delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility for additional information is currently being performed. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that this camera head had a crack on the corner of the connector. There were no reports of patient or user harm associated with this event.